Event description:
It was reported the pump was replaced for ordinary battery depletion and returned for disposal only. The return paperwork did not suggest a malfunction. The pump underwent routine analysis. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).